Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone #: (B)(6).

Event description:
It was reported that the bd nexiva¿ closed IV catheter tubing clamp was missing. The following information was provided by the initial reporter: 19042, (B)(6) 2019, fha dh or low IV cath nexiva sp and mz 20gx 1.25in pv 0.5 ml fr 58 ml min pink w/maxzero, 469024, 383557, bd 9143739- 308-383557, 1 parts missing/incorrect missing clamp.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of adapter / connector missing were available for examination, we were unable to fully investigate this incident. Device history record review it was determined that the product reported is past its expiration date of 31-may-2022.

Event description:
It was reported that the bd nexiva¿ closed IV catheter tubing clamp was missing. The following information was provided by the initial reporter: 19042 13-dec-2019 fha dh or low IV cath nexiva sp and mz 20gx 1.25in pv 0.5 ml fr 58 ml min pink w/maxzero 469024 383557 bd 9143739- 308-383557 1 parts missing/incorrect missing clamp.